Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The customer service employee (cse) on site examined the log files to locate the problem. These entries show that the image acquisition system (ias) system crashed abruptly without further logging activity. This means a hardware issue may have occurred and resulted in the system going into "bypass mode" where compromised image quality was available. As a first measure, the cse cleaned and reseated the affected boards as well as the cables in the ias pc. After the boards and cables were reseated, there were no further issues reported and the system works as intended. No parts were exchanged to bring the system back into operation and a systematic error was not detected. An extensive investigation could not be performed as no parts were exchanged. No further actions are to be taken as there is no negative awareness regarding the quality and performance of the affected component. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that during an interventional procedure using the reported artis pheno system, no x-ray was possible. The procedure was continued and finished using an alternative system. There was no report of adverse effect to the health status of the patient.